Event description:
The customer reported that the sys was unable to perform fluoroscopy. The field engineer noted that the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the frame grabber circuit board. The sys operates as intended.